Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. There was no reported adverse impact to the customer. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue.